Event description:
Me and thousands of other people are suffering from damages from the atrium cqur hernia patch. It dissolves after mesh is implanted and shrinks causing additional surgeries and hospitalizations. You guys pull dog food off the market if a couple of dogs get sick but you won't help us people who are suffering. My attorney gets more clients everyday and we have made a thousand calls and complaints and you still do nothing about it. Why do we have to die? You are supposed to be helping us. This patch is very poorly made and is ruining peoples lives. Please do something. Don't wait. People are suffering, the people you were supposed to be watching out for!